Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced an air embolism, st segment elevation and cardiac arrest. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. A non-bsc watchman access system and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The faradrive sheath was exchanged over the pigtail wire for the was. The pigtail catheter was inserted for an angiogram, and air was accidentally introduced into the line using the manifold. St segment elevation was noted on EKG. Simultaneously, anesthesia stated they lost the blood pressure reading of the patient. The pigtail catheter was removed, and the was remained in the left atrium. Cardiopulmonary resuscitation (CPR) was started for the patient and transesophageal echocardiogram (tee) indicated that there was still cardiac motion with no pericardial effusion seen. The patient was given medication and CPR was continued for 1 minute to assess for pulse. Strong femoral pulse was noted, so CPR was not resumed. The physician inserted a femoral arterial line for continuous pressure monitoring. St segment elevation improved after several minutes. The physician determined the patient had stabilized and wanted to proceed with the laa implant procedure. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is recovering well and is expected to make a full recovery from this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the embolism, st segment elevation, hypotension, cardiac arrest is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the versacross connect laac access solution device confirmed that the events of embolism, st segment elevation, hypotension, cardiac arrest are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect laac access solution device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of embolism, st segment elevation, hypotension, cardiac arrest is a known inherent risk of the versacross connect laac access solution device. Embolism, st segment elevation, hypotension, cardiac arrest is an expected procedural complication addressed within the IFU for the versacross connect laac access solution. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced an air embolism, st segment elevation and cardiac arrest. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. A non-bsc watchman access system and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The faradrive sheath was exchanged over the pigtail wire for the was. The pigtail catheter was inserted for an angiogram, and air was accidentally introduced into the line using the manifold. St segment elevation was noted on EKG. Simultaneously, anesthesia stated they lost the blood pressure reading of the patient. The pigtail catheter was removed, and the was remained in the left atrium. Cardiopulmonary resuscitation (CPR) was started for the patient and transesophageal echocardiogram (tee) indicated that there was still cardiac motion with no pericardial effusion seen. The patient was given medication and CPR was continued for 1 minute to assess for pulse. Strong femoral pulse was noted, so CPR was not resumed. The physician inserted a femoral arterial line for continuous pressure monitoring. St segment elevation improved after several minutes. The physician determined the patient had stabilized and wanted to proceed with the laa implant procedure. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is recovering well and is expected to make a full recovery from this event.